Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, the balloon ruptured at 5atm within 2 seconds, and a pinhole was noted near the middle of the balloon. The device was remove using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.